Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls 26x1/2in india needle was blocked with "rust" and could not aspirate fluid during use. Additionally , it was reported that the stopper separated from the plunger when applying "additional force". These events each occurred on 4 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "user was unable to aspirate the fluid in the syringe as the needle was rusted and blocked. Also sometimes syringe stopper detached from plunger while putting some additional force."

Manufacturer narrative:
H.6. Investigation summary: eight samples, three actual and five representative, were received by our quality team for evaluation. Upon visual inspection, five samples had clogged needles, five had gel on the cannula but no rust, and none showed stopper separation from the plunger. A device history record review found no non-conformances associated with this issue during production of this batch. Returned samples that were identified to be clogged are supposed to be detected by the vision system. The probable cause for parts not being rejected is due to a slanted rack pin. Based on the visual inspection, no rusty cannula were found from the returned samples, however five samples had gel on them. Probable cause could have occurred at the cannula lubrication station when lubricate was applied and it wasn't applied evenly. The stopper separation from plunger was not observed on returned samples and the actual and representative samples passed the plunger breakout and sustaining force test specification. Hence root cause could not be determined. Actions have been taken to correct the slanted pin rack maintenance was done on the lubrication manifold. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the syringe 1ml ls 26x1/2in india needle was blocked with "rust" and could not aspirate fluid during use. Additionally , it was reported that the stopper separated from the plunger when applying "additional force". These events each occurred on 4 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "user was unable to aspirate the fluid in the syringe as the needle was rusted and blocked. Also sometimes syringe stopper detached from plunger while putting some additional force."